Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was intermittently stuck and multiple presses were necessary for display to activate. Additionally, the pump battery was intermittently observed to be depleting rapidly. There was no reported adverse impact to the customer's blood glucose level. The customer declined a follow-up from tandem technical support.